Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2005. The procedure went well and there were no alarms or leaks and the vagina looked fine afterward. Subsequently the patient presented with a burning sensation. Upon examination the covering doctor saw a first degree burn in exactly the shape of a speculum and treated the patient with cream. Research with the hospital reported that the speculum had been sterilized just before the procedure and was still hot. The patient chose to see another doctor who reported a severe burn to the vagina, perineum and rectum requiring treatment of topical cream and two rounds of antibiotics due to signs of infection. The patient was responding to the treatment.